Event description:
The customer observed falsely positive alinity I total -hcg for a 25-year-old female patient. (Customer provided lab threshold >6 positive). (B)(6) 2025 sid (B)(6) initial result = 52.68 iu/l, repeat results = < 2.30 iu/l, < 2.30 iu/l, serum bank sample = <2.30 iu/l. . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 71455ud00, however, no increase in complaint activity was identified for list number 07p51. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. The overall performance of alinity I total ss-hcg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 71455ud00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 07p51-20 that has a similar product distributed in the us, list number: 7p51-21 / 31, with 510k/PMA/bla number: k170317. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely positive alinity I total hcg for a 25-year-old female patient. (Customer provided lab threshold >6 positive). On (B)(6) 2025, sid: (B)(6) initial result = 52.68 iu/l, repeat results = < 2.30 iu/l, < 2.30 iu/l, serum bank sample = <2.30 iu/l. No impact to patient management was reported.